Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 7 days. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On 25sep2017, it was reported that the patient had moderate mitral regurgitation and that the aortic valve remained open with increased pump speed. Log file analysis completed by the manufacturer¿s technical services representative showed an increase in power over time. On 28sep2017, it was reported that the patient¿s lactate dehydrogenase (ldh) was down to normal range on the day prior. An echocardiogram revealed cardiac tamponade. Surgical intervention for tamponade was performed; however, the lvad parameters continued to be variable. It was reported that the patient had been experiencing bradycardia during these times, and that a pacemaker insertion was to be scheduled. As of (B)(6) 2017, the patient was asymptomatic and progressing. No additional information was provided.

Manufacturer narrative:
The investigation confirmed the reported power elevations via the submitted system controller log file. The investigation did not confirm the reported suspected pump thrombosis. There were no notable alarms active in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.